Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. Based on the evaluation, it was observed that the catheter was able to inflate. However, the catheter was unable to fully deflate and can only deflate partially. Dissected the catheter and observed poor snip eye. Hence, the reported event is confirmed as manufacturing related. The potential root cause could be blunt snipping tool or incorrect snipping technique. A potential root cause for this failure mode could be due to poor snipping or event snipping caused by blunt snipping tool or incorrect snipping technique. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be removed from the foley catheter balloon, so the water filling head was cut and removed. The user was exposed to urine and there was no medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be removed from the foley catheter balloon, so the water filling head was cut and removed. The user was exposed to urine and there was no medical intervention reported.